Manufacturer narrative:
The device has been returned but the evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results for all channels do not conform to the target levels established by the french regulation of july 4, 2016. The number of viable microorganisms is greater than 100 cfu/endoscope; as the result is greater than 25 cfu/endoscope, the results obtained correspond to the level of action defined in french regulation of july 4, 2016, for an endoscope subjected to intermediate level disinfection and rinsed with water. Another test is being performed for the device.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Subsequent to this culture testing, the customer performed another culture test for the device. The results of this culture test were that the device conformed to the guidelines of the target levels established by the french regulation of july 4, 2016.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The information on reprocessing steps was not provided by the user. The following was result of the culture test performed at the third-party labs via olympus: on (B)(6) 2022: sampling from: all channels; cfu: >100cfu; bacterial identification: gram positive bacteria. On (B)(6) 2022: sampling from: all channels; cfu: <1cfu; bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the distal end cap cover insulation was less than the threshold, the light guide (lg) lenses were chipped, the bending section rubber gluing peel-off, there was key top 1 wear, the lg tube was wrinkled, and there was less angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.